Event description:
It was reported that shortly after the ventilator had been brought into the mr suite, it was drawn to the MRI magnet and got stuck up against the MRI housing. No pt was connected to the ventilator at the time of the event. Outcome reported to be no injury.